Event description:
Healthcare professional reported rupture of left implant, which was presented with initial symptoms of deformity, and was confirmed through ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "implant rupture." The device remains implanted.